Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of 381 mg/dl, 114 mg/dl, 217 mg/dl and 137 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter ate toast with apple butter after obtaining the 381 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.